Event description:
The affiliate reported that according to the customer, the hospital has experienced over the last several months, that duraform was dissolved within a very short time period in 5-7 procedures. In all these cases a 2nd operation became necessary and no duraform could be found in the places where the product was originally implanted. There were 2 cases where the duraform disappeared within one and three days respectively after implantation. The hospital is going to collect further data and will provide it shortly. Please see complaints (B)(4).

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.